Event description:
Reporter noted a nurse's skin was pinched between IV pole and cap when the nurse placed forearm close to pole and it began to lower at end of prime. The other nurse in the room reacted quickly to elevate the pole and release the skin. Nurse experienced pain and bruise, but no intervention required.